Manufacturer narrative:
The product involved in the reported event was requested however to date it was not received for evaluation. The lot/manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a user facility in the united kingdom indicated that the cutter failed during the procedure. There was no patient injury reported.